Manufacturer narrative:
The report of ¿fractured lead¿ due to patient falling was not able to be confirmed. Analysis of the returned lead a found it had been cut during explant and only the terminal end segment was returned. Continuity check from contacts to corresponding bare wires found no opens.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6). The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 7503773.

Event description:
It was reported that one of the patient's leads was fractured. It is unknown which lead was at fault. Surgical intervention was undertaken wherein the leads were explanted and replaced.